Event description:
It was reported that a malfunction occurred, displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. Customer was advised on how to reset the pump and was instructed to call back if the malfunction recurred or if further assistance was needed.